Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different wall adapter and charging cable, which enabled the pump to begin charging. Tandem technical support advised against using third-party charging supplies for the pump and arranged to send a replacement tandem wall adapter and charging cable via two-day shipping. No further assistance was required.